Event description:
On (B)(6) 2010, the patient reported that 1-2 days after inserting the insulin cartridge into the infusion device, an air bubble formed. She removed the insulin cartridge and manually pushed the air bubble out and continued using the insulin cartridge. She stated she allowed insulin to warm to room temperature prior to use. She was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.